Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) there were noted stored episodes of 60 hertz cycle length noise and the patient received inappropriate high voltage therapy shock. The crt-d remains in use. No further patient complications have been reported as a result of this event.